Event description:
Addendum dec 6, 2022: the foreign material was found in the auxiliary water channel (j-tube). The identity of the foreign material is not known. The customer did not use simethicone in the water container before procedure.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10. Information is available on the reprocessing at the facility: an air water channel cleaning adapter is used for pre-cleaning, which is performed immediately after a procedure. Steps performed for pre-cleaning and detergent used are not known. Manual cleaning is performed within an hour after the procedure. The endoscope channels are brushed during manual cleaning with single-use brush. No details provided on model number and manufacturer of the brush, if the single-use brush was re-used, cleaning and disinfectant solutions used in manual cleaning, if the device is rinsed before manual disinfection, if all channels are flushed with and immersed in the disinfectant, nor if the water quality is checked in the final rinse. The automatic endoscopy reprocessor (aer) being used to reprocess the endoscope is not known. No information provided on whether the aer had any issues, detergent and disinfectant used with the aer , and how the endoscopes are dried or stored.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2/e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was exiting the channel, however, the specific material could not be identified and the cause could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that foreign material is exiting from the channel due to blockage. This is attributed to insufficient cleaning. Other observations for the device are: insertion resistance at the tip is out of standards due to detachment of distal end cover (c-cover); angulation in the up direction is out of standards due to worn of angle-wire; water squeeze quantity is out of standards due to deformation of nozzle; there is crease at the screen due to damage of charge couple device (ccd) unit; condition of light guide (lg) bundle is not good; c-cover is crumpled; there is crease at the ccd lens; lg lens is broken; distal end rubber coating (a-rubber) adhesive is broken; there is crumple at the connecting tube; switches (sw) sw1 and sw2 are deformed; and video connector and lg connector are deformed. The user¿s complaint of reduced angulation was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of a reduced angulation issue found during preparation for use. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that foreign material is exiting from the channel due to blockage. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of foreign material exiting from the channel, as observed during device evaluation.